Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2017 at 10 pm with blood glucose of 450 mg/dl at the time of the incident. The customer was at 400 mg/dl when the paramedics arrived. The customer was given insulin via pens to treat. The customer experienced symptoms such as loss of consciousness/fainting. On (B)(6) 2017 in the morning, the customer's spouse found the customer in bed with hypoglycemic shock. The customer was under 40 mg/dl at the time. Customer was taken to the emergency room and treated with glucose and blood pressure lowering medication. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed. Customer was at a local festival and drunk a lot of alcohol on that evening. The customer also got a critical pump error alarm (open book image) on their pump, and saw a red "x" on their display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify critical pump error (open book), critical pump error alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white light on the display. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.